Manufacturer narrative:
B3: date of event: used first date of the month since exact event date was not provided.

Event description:
It was reported that the device moved on the balloon. The target lesion was located in a coronary artery. A 2.50 x 12mm synergy xd drug-eluting stent was advanced for treatment, but it could not be delivered. However, it was noticed that the stent was loose on the balloon. The procedure was completed with a different device. There was no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR. : synergy xd mr us 2.50 x 12mm stent delivery system (sds) was returned to the complaint investigation site (cis). A visual and tactile examination identified no issue or damages in the hypotube profile and stent profile. A microscopic examination of stent has no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No issues identified with the outer / mid-shaft sections or the inner lumen of the device. Bumper tip showed no signs of distal tip damage. The crimped stent outer diameter was measured by snap gauge and the result was within max crimped stent profile measurement. The device could be loaded on a guidewire without issues. B3: date of event: used first date of the month since exact event date was not provided.

Event description:
It was reported that moved on balloon occurred. The target lesion was located in a coronary artery. A 2.50 x 12mm synergy xd drug-eluting stent was advanced for treatment, but it could not be delivered. However, it was noticed that the stent was loose on the balloon. The procedure was completed with a different device. There was no patient complications reported.